Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A short simulated therapy was performed. A visual inspection was performed. Functional testing performed included leak testing, clamp function test, clear passage test, and device-device interaction testing. The device met product specification. An open clamp on an unused supply line is a known cause of this alarm and is considered a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information be available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain 4 of 4 of peritoneal dialysis therapy. During troubleshooting, it was discovered that a clamp was left open on an unused supply line. A technical service representative assisted the patient with removing the cassette and reviewed proper procedures with the patient. The patient planned on completing therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice cassette was returned, and a device analysis is currently underway. Should additional relevant information become available, a supplemental report will be submitted.